Event description:
During a laparoscopic sigmoid resection, the device was fired and the resident rotated the stapler 1/4 turn prior to opening. Then opened stapler more than specified 3/4 of a turn. Upon removal of stapler, the anastomosis apparently was not complete and staples were not formed properly (surgeons says staples were bent or skewed). Patient was opened and anastomosis was completed with suture. There was no patient consequence.